Event description:
It was reported the stent was difficult to deploy. The doctor noticed the back was out on the tuohy. He was able to pop it back in and deployed the stent manually with difficulty. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. Connecting or disconnecting a syringe with a male luer lock may lead to a leverage effect that levers the blue winged adapter out on one side and pulls it from the holding gripper. After this kind of accidental detachment, the stent must not be released using the trigger mechanism any more (as described in the IFU). The current conformexx instructions for use (IFU) states: if the performaxx grip is removed from the stent delivery system, it must not be reattached. In this event, the stent must be deployed using the "conventional method" of deployment. Any effort to clip the adapter back into the performaxx grip may lead to the premature and uncontrolled release of the stent. This application represents an off-label use. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.